Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc# (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation (exact date unknown). Immediately after the procedure the patient was secluded for a laparoscopic tubal sterilization and "on laparoscopy, two circumferential areas with thermal changes were identified at the fundus. The blanched area on the left fundus was associated with a small perforation. Dr. (B)(6) inspected the bowel and identified an area of thermal injury on the bowel that was successfully overseen. Another area of thermal injury was identified on the peritoneal wall which did not require further treatment. The patient is currently doing well".